Manufacturer narrative:
Product was not returned to manufacturer , it was sent to external laboratory . Form plates references , it was possible to identify the actual device reference and lot number. According to the available information , an incomplete device was explanted and sent to external laboratory current information is insufficient to permit a valid conclusion about the cause of this event. The review of the device history records and tracebility are in progress to identify if there is any deviation to specifications that might have impacted this event. More information are requested to the reporter but no information received yet. Investigation still in progress.

Event description:
Mobi-c p&f us : revison surgery information received from the reporter confirmed it was one cervical level revison surgery ( c3/c4) ; only the superior and inferior plates were sent to external laboratory ; patient first surgery was in 2016 ; reason for revion was cervical spondylosis prothesis was replaced with fusion device investigation still in progress.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number and reference of the device are unknown; therefore the device history records are unable to be reviewed. According to the available information , an incomplete device was explanted and sent to external laboratory. Current information is insufficient to permit a valid conclusion about the cause of this event. More information are requested to the reporter. Investigation still in progress. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision of 2 implants. Revision of 2 implants around level. No informations was provided on the original surgery. No informations on the ref or lot number. More information are requested.

Event description:
Mobi-c p&f us : revison surgery. Information received from the reporter confirmed it was one cervical level revison surgery ( c3/c4) ; only the superior and inferior plates were sent to external laboratory ; patient first surgery was in 2016 ; reason for revion was cervical spondylosis prothesis was replaced with fusion device. Patient was still symptomatic, the surgeon decide to remove the implant. Surgical technique was followed. Additionnal information on (B)(6), 2018: the patient is fine. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to manufacturer , it was sent to external laboratory . The reference and the lot number were identified with the references of the two endplates. According to the available information , an incomplete device was explanted and sent to external laboratory. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided by the reporter, the cause for the event cannot be determined. Based on the product history records, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. With the lonely information available, it's not possible to detremine why the patient have pain and if it's due to the mobi-c implant. According to the available data , the root cause of this revison remain undetermined . If additional informations were received that allow to draw a conclusion for this case another report will be sent.